Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Little information about complaint was provided, however, an innacurate rate infusion issue was reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Additional information received.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
Additional info received: ICU pt undergoing work up for advanced heart failure therapies. Pt receiving norepinephrine drip and the pump failed and she became hypotensive for about 10 minutes with maps decreased to as low as 29. She was given epi 1mg push x2 and since initial pump could not be restarted, a backup pump was utilized to resume infusion. Patient's map increased thereafter.